Manufacturer narrative:
Patient-specific information was not obtained despite multiple attempts at follow-up. As such, this report is being made to cover all three possibly impacted patients. Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 3005174370-2015-00130 and 9611385-2015-00110 describe the first and second device, respectively.

Event description:
On (B)(6) 2015, a dental professional informed 3m about three patients who required endodontic treatment. These patients had a 3m espe lava ultimate cad/cam restorative for e4d crowns secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. No details on dates of treatment, pre-existing tooth health or outcomes were made available to 3m despite multiple attempts at follow-up. As such, the role that the 3m products may or may not have played in the reported endodontic events is unclear.